Manufacturer narrative:
The ge service rep conducted an onsite investigation. The fluoro functions board was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the system would stick on the system. No pt injury was reported.